Event description:
It was reported that balloon rupture occurred. A 2.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.